Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 363083, batch no. 9036654, 9004633. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were over filling. This occurred with four tubes on (B)(6) 2019, but no patient identifiers available. The following information was provided by the initial reporter: laboratory manager would like to report over filling in product 363083. 06/17/2019 - product is 363083, lots 9036654 (3 tubes) and 9004633 (1 tube), no expose to blood, tubes were tossed out and redrawn with different lot with no issue. Samples are available. No patient identifiers available.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036654. Medical device expiration date: 2019-11-30. Device manufacture date: 2019-02-05. Medical device lot #: 9004633. Medical device expiration date: 2019-10-31. Device manufacture date: 2019-01-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 363083, batch no. 9036654, 9004633. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were over filling. This occurred with four tubes on (B)(6) 2019, but no patient identifiers available. The following information was provided by the initial reporter: laboratory manager would like to report over filling in product 363083. On (B)(6) 2019 - product is 363083, lots 9036654 (3 tubes) and 9004633 (1 tube), no expose to blood, tubes were tossed out and redrawn with different lot with no issue. Samples are available. No patient identifiers available.